Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed while running the architect hiv ag/ab combo quality control, the level 2 quality control accidentally splashed in the technician¿s eye. Personal protective equipment was not worn at the time of the splash. The technician immediately rinsed their eyes with a lot of clean water. The technician did not require any additional medical intervention other than rinsing their eyes with water. No impact to patient management or user safety was reported.

Event description:
The customer observed while running the architect hiv ag/ab combo quality control, the level 2 quality control accidentally splashed in the technician¿s eye. Personal protective equipment was not worn at the time of the splash. The technician immediately rinsed their eyes with a lot of clean water. The technician did not require any additional medical intervention other than rinsing their eyes with water. No impact to patient management or user safety was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not show any nonconformances, potential nonconformance or deviations with the likely cause lot number. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect hiv ag/ab combo control, lot 58573be00.